Event description:
It was reported that sharps coll 19gal gasket red lid was missing. The following information was provided by the initial reporter: it was reported by the distributor that the lids are missing.

Manufacturer narrative:
H6: investigation summary a sample was received and investigated with the customer's complaint of missing lids. There were no lids in the received sample and it was then shipped to flex (the supplier) for further investigation. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number 0331926 reported under this customer complaint. A review of the ncmr¿s (non-conformant material reports) was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect the lack of missing lids. Potential root cause 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non controlled handling within distributor facilities. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll 19gal gasket red lid was missing. The following information was provided by the initial reporter: it was reported by the distributor that the lids are missing.